Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider via a manufacturer representative reported that a patient implanted for urinary dysfunction and gastrointestinal/pelvic floor had an impedance issue and claimed a shocking sensation. No diagnostics were done. The patient was scheduled for a lead revision and once in the operating room, the physician opened the pocket. When the implantable neurostimulator (ins) was &#49413;livered, the zero electrode was outside of the header block and the lead had pulled out of the header block. It was assumed that the lead came out due to something faulty in the header block. A new lead and ins were placed and the physician decided to leave the other lead in the patient. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the device was functionally okay with no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.